Manufacturer narrative:
A replacement teladoc blood pressure monitor was sent to the patient. The patient's blood pressure monitor was requested to be returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported an accuracy concern with their teladoc health blood pressure monitor. The patient reported that they were experiencing issues with receiving high readings. The patient scheduled a visit with their doctor and readings were compared to a medical professional's blood pressure monitor, both digital and manual. The patient's teladoc health blood pressure monitor readings were higher. The readings were taken simultaneously and the results were higher by more than 20mmhg.